Manufacturer narrative:
(B)(4). One unused 340 ml water bottle, lot # 392177, was received with an unopened 040 humidifier adaptor. Visual inspection did not show any issues. Functional testing was conducted. The adaptor was attached to the water bottle and the trigger was removed from the water bottle. The bottle/adaptor assembly was attached to an air flow meter. The flow meter was slowly increased to 1 1pm and bubbles were present. Complaint not confirmed. No functional issues were found during testing. Teleflex will continue to monitor feedback from customers for complaints of this nature.

Event description:
Customer complaint alleges the device leaks oxygen during use. Customer reports another device was obtained for use. Customer reports no clinical consequences to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Customer states a representative sample is available for investigation, however, said sample has not been received by the manufacturer at the time of this report. Therefore, a visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the sample was not returned. A review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Continue to monitor feedback from the customers on issues related to leaks of oxygen while in use on water bottle products.

Event description:
Customer complaint alleges the device leaks oxygen during use. Customer reports another device was obtained for use. Customer reports no clinical consequences to the patient. Patient condition reported as "fine".